Event description:
It was reported that the flexible part of the drill broke off while drilling a hole in the patient's bone. A micro fracture awl was used after the breakage.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.